Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen on a galileo echo.

Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on (B)(6) 2015. The fse removed and replaced the probe, removed and replaced some discolored tubing and adjusted the low evac value from 1.77 to 1.79. The washer residual volume was checked after the low evac value was adjusted which resulted in the residual volume changing from 0.05 to 0.10.